Manufacturer narrative:
A dräger service technician tested the device after the reported event and could not replicate the reported problem. The electronic log file was downloaded and submitted for analysis. For the reported date of event the log entries indicate that a combination of a fresh gas deficit with an improperly opening auxiliary air intake valve has caused a ventilator failure. During downward movement of the piston the device detected that a negative pressure has been built-up to a certain level which is an indication for a fresh gas deficit. Such fresh gas deficit can be caused by an unsuitable fresh gas setting and/ or leakages in the patient circuit. The log entries do not allow for a more detailed analysis regarding the exact root cause. The fabius is designed to open an auxiliary air intake valve on top of the ventilator to compensate the fresh gas deficit with ambient air. According to the log the compensation did not happen as expected indicating that the movement of the auxiliary air intake valve was restricted. The negative pressure further increased and the fabius finally reacted as specified by temporarily stopping the piston movement and generating a ventilator failure alarm. In such case ventilation will resume automatically once the pressure is within the accepted range. Based on experience this is caused by insufficient reprocessing (in particular drying). Traces can hardly be determined afterwards as the humidity will likely evaporate quickly. It can be concluded that the fabius has reacted as specified for the detected deviation. The number of similar cases is within the expected range of the respective risk assessment and thus accepted. After the event described above, it could be comprehended by means of the log entries that the motor voltage has dropped below the minimum level for running the ventilator piston motor due to depleted batteries. Initially, the loss of ac power was detected and alarmed. In this case operation is continued using battery supply. After 3 hours on battery supply the device posted an alarm that the remaining battery capacity dropped below 20%. In the following the user was informed by a corresponding alarm that the capacity reached 10%. Shortly before the battery is empty, the ventilator is switched off and the alarm ventilator fail !!! Is displayed. According to the IFU a completely charged battery can ensure supply for at least 45 minutes. It can be concluded that this criterion was fulfilled for the present case. No indications for a device malfunction have been found. The device has reacted as specified by posting the appropriate alarms to inform the user about the situation.

Event description:
It was reported that user was unable to ventilate in pressure support mode. No patient injury. The device has no UDI as an UDI was not required at the time the device was manufactured.